Event description:
Reporter has asked for analysis of ECG and device shock/no shock decisions during deployment. No death/serious injury has been reported in conjunction with the deployment.

Manufacturer narrative:
(B)(4). Device evaluation pending. Reported based on associated deployment as assessment regarding device performance is pending.